Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the universal surgical manipulator (usm) and distal set-up joint (suj). The system was tested and verified as ready for use. Isi did receive da vinci products involved with this complaint to perform failure analysis. The usm was analyzed and the complaint was confirmed by failure analysis (fa). The unit triggered errors 32056 and 1173 yaw on usm power up during patient side cart (psc) fixture test platform (pftp). Fa found the yaw searchlight flat flex cable (ffc) on the axes controller arm (aca) was not fully inserted. After reinserting and properly seating the yaw sl ffc into the aca, the errors were resolved. The distal suj was analyzed and the complaint was not confirmed by fa. In lighthouse, error 32056 was found. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode where it functioned within specification. The unit was also installed on a pftp where it passed all relevant tests with no log errors. The probable root cause can be attributed to a component failure on the usm. This issue can be resolved by replacing the part. The probable root cause cannot be determined based on failure analysis results. The distal suj was visually inspected and evaluated for its mechanical and/or electrical characteristics. However, the failure analysis investigations and in-house testing of the returned product were not able to replicate the customer reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, site encountered error 32056 on arm 3. Site did an emergency power off (epo) of the patient side cart (psc) and vision side cart (vsc) with no change. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: customer confirmed no ports were placed on patient when the issue occurred.